Event description:
The customer called to report that the pump beeps fequently. It was stated that the buttons are not responding and the pump had frozen screen. The batteries were removed to stop the beeps. It was stated that the device remains with a blank display. Later the customer called back and informed that they have been resting the pump and when the new batteries were inserted, the constant tone continues on the pump. Also it was indicated the pump had the version number on display and it does not change. Bgs were treated with a manual injection. Advised the customer to contact their doctor for back up plan of manual injections.